Event description:
Contact reported that a halo borke while it was being worn by a patient contact stated that there was no injury to the patient as an event of the situation, however, it did result in the need for intervention.